Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# unknown. Analysis of the desktop charger (37761) found that it had a broken connector pin. Applies to both the desktop charger (37761) and the ins (97714) as there was no allegation of device malfunction, but in-house analysis found that the desktop charger was broken. All fdm and fdr codes apply to the desktop charger (37761) applies to the ins (97714) applies to the desktop charger (37761). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The patient reported that the recharger showed a warning screen to plug the recharger into the wall. The recharger didn't recognize being plugged in. The patient reported that it had been plugged in and not taking a charge. The recharger was plugged into the ac power source and the patient reported that the recharger was not charging. The patient reported that there was a light on the desktop charger. Additional information was received from the patient on (B)(6) 2017. The patient reported that repair sent her the wrong replacement part. The patient reported that she was expecting a desktop charger and was sent a recharger. The patient reported that she wanted to cry because she was in so much pain and couldn't use it now. The patient confirmed the replacement recharger was charged and would use it to charge her ins. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.